Event description:
A report was rec'd involving pro osteon implant 500 which was removed. At the time of implant placement (12/94), the patient was diagnosed with significant severe subtalar joint degenerative changes secondary to an old comminuted calcaneal fracture. The fracture left the patient with severe degenerative changes, a calcaneal varus deformity and a reduction of the critical angle. Pro osteon was implanted to allow filling and wedging of the calcaneous into a more correct and valgus position. Pro osteon was also used to correct the crucial angle. A threaded steinmann pin was placed to maintain the crucial angle. Another steinmann pin was used to hold in place the valgus aptitude of the corrected position of the calcaneous. Approximately june 1997, the patient fell and landed on his right foot. The doctor stated that the patient may have a partial nonunion. A CT scan in october 1997 showed findings consistent with nonunion of the patient's right subtalar fusion. A bone scan on th same date showed an abnormal uptake within the right hind foot. It was also noted that asymmetric increased activity in the right foot "could be secondary to osteomyelitis versus nonunion with related hyperemia, clinically correlate." In december 1997, the patient underwent surgery for correction of the nonunion. The pathology report indicated a foreign body reaction to a foreign material in the soft tissue. However, the report did not state what the foreign material was other than the foreign material was mostly dissolved, not refractile, nor did it polarize. In addition, the report indicated "portions of bony and soft tissue with foreign material and foreign body reaction, clinically form right ankle" and right foot.